Event description:
I received my implant in 2013 following a unilateral mastectomy. By 2016, I had put on an excessive amount of weight with no dietary changes and was unable to lose any weight regardless of what I did. I had a full thyroid panel in 2016 and discovered that I had hashimoto's thyroiditis (subsequent testing confirms this). Since that time, I have had unrelenting fatigue even with a full night's sleep. I also have pain and swelling under my armpit on my implant side. This was severe enough for me to request an ultrasound of the area in 2017. Thankfully, they did not see any sign of a cancer recurrence, but the pain and swelling have not changed. I plan on having my implant removed this year and will hopefully see some improvement in these symptoms. FDA safety report ID #: (B)(4).